Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.